Event description:
Field engineer (fe) performed a preventive maintenance (pm) the previous day on the tecan megaflex-ID instrument. Since that time, the account has noticed that (1) the pipetting and dispensing tips appear to be going deeper into sample tubes and (2) the tips are not going as deep into the wash station as into the sample tubes. Therefore, this is leaving residual plasma on the upper part of the tip. The customer was concerned about the possibility of tube to tube contamination as the same sample tubes were used for viral testing after they were used to perform antibody screening on the instrument. No death or serious injury was associated with this incident.